Manufacturer narrative:
For the 12 events related to exemption number e 2012023, 11 were determined to have a root cause of operational context. One event was found to have a root cause of handling. Damage.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number - e 2012023 for product code fge. This report summarizes 12 events reported to boston scientific for plastic stent guide catcher break . Of the 12 events, 2 patients were reported to be male and 3 were female. There were 3 patients with reported ages of (B)(6). All other demographic information is unknown.